Event description:
Peel away catheter split and the dilator, when reinserted, went through the peel away catheter and is believed to have caused a pneumothorax in the opposite lung. Chest tube insertion was required.